Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir balloon had herniated and the patient was unable to cycle the device. The patient also experienced significant pain when attempting to cycle the device. The ipp system was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt of the ams700 at our quality assurance laboratory, this device was thoroughly analyzed. The pump was functionally tested, and it did not pass the activation test. One cylinder was found to have three leaks in the center of the cylinder body and appear to be consistent with explant damage. The second cylinder passed the leak and pressure test. Analysis of the device did not confirm the reported event related to migration and pain. Based on this investigation, the conclusion code of known inherent risk of device was chosen because product analysis could not confirm the most probable cause of the reported event. The product record review indicated that the reported events do not represent an unanticipated event. Risk review and labeling review identified that the adverse event of migration and pain are known as a risk of the device.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir balloon had herniated and the patient was unable to cycle the device. The patient also experienced significant pain when attempting to cycle the device. The ipp system was explanted and replaced. There were no further patient complications reported.